Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The physician reported to the sales representative that there were probe error codes noted with the lithotripsy system. The physician reported that the probe error code did not clear and they were trying a second new probe. The sales representative was unsure if the customer was hot swapping probes with the unit still on. The sales representative was not onsite at the time the physician called to report the issue. The customer noted that the device failed upon initial use. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide a correction to d1 and d4 (model number, serial number and unique identifier (UDI) number). The serial number is unknown at this time.

Event description:
At the beginning of the percutaneous nephrolithotomy (pcnl) procedure, a probe error occurred upon initial use of the device and there was a few minute delay in the procedure. The procedure was completed with another similar device and no patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. Correction: g2 inadvertently selected "health professional" on the initial medwatch report. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.